Event description:
During a his evaluation procedure, noise was experienced and the procedure was cancelled. The patient was sedated. There were no patient consequences.

Manufacturer narrative:
The reported noise was able to be confirmed. During visual inspection of the cabling, the cause for the reported event was due to patient cables being placed close to the power cable of the system causing the noise. The cables were moved eliminating the noise. The IFU states: check to make sure the surface ECG cable and/ or intracardiac cables are not intertwined with electrical cords. There could be a power cable located near the ci module interface cables, or near the stimulator site 1, 2, 3, or 4 cables. Ensure cables are not touching other electromagnetic sources.